Event description:
It was reported that the impedance readings were fine, intra-operatively. But, then, the patient's lead moved from the targeted area. The physician reseated the lead. Post-operatively, the impedance readings were greater than 40,000 ohms on all of the electrodes, except for 3, 4, 10, 15 which were less than 3,600 ohms. It was later reported that there was fluid under the lead from the patient lying flat on the back. When the patient sat up, the impedance readings were within range. The lead was, then, stated to be in the correct location. The patient received effective therapy.

Manufacturer narrative:
(B)(4).